Event description:
It was reported that the user experienced intermittent bluetooth connectivity issues between a dexcom g7 sensor and the ilet, prompting assistance to re-enter the sensor code and allow time for pairing, consistent with an intermittent communication failure associated with the device¿s electrical/magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure localized to electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.